Event description:
It was reported that upon receipt, this light source was plugged in for testing purposes and at this time, a popping sound was heard and smoke was observed. This event did not occur in a surgical setting and there was no report of injury related to this event.

Manufacturer narrative:
To date the product has not been rec'd for evaluation. Following return of the product for investigation, a follow up report will be sent.